Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 43, pump error 3, pump error 4, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer was not able to clear the error. Customer reported a blank display. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. Customer reported receiving a power loss alarm. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Found no pump error 43, pump error 3, pump error 4, and battery alerts, alarms, or anomalies during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed ten pump error 43 alarm on the event date of (B)(6) 2024 at 12:37:38.000 to 14:38:16.000. Pump alarmed a pump error 82 alarm on the event date of (B)(6) 2024 at 21:46:56.000 due to a possible hardware failure. No pump error 3 and pump error 4 alarms were noted in the pump history files and traces. No battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, and motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Blank display was not confirmed during testing. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 82 alarm was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 3 and pump error 4 were not confirmed. Unexpected battery power loss was not confirmed. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.